Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. A simulated therapy was initiated and completed on the cycler without complication. The weighed fill volumes were found to be within tolerance. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. A patient sensor calibration test was also performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. An internal visual inspection identified evidence of dried fluid on the cassette membrane and within the recess of the bottom cover adjacent to the pump. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. The cause of the dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in progress. A supplemental medwatch report will be submitted upon completion of this active

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis therapy. The patient¿s peritoneal dialysis registered nurse contacted technical support in regards to a large drain volume that the patient had received during their previous treatment. The patient was able to complete their treatments on the cycler prior to the event being reported. While reviewing the patient¿s treatment records, it was identified that the patient had drained 4324ml during cycle 2 of their therapy. This value is 216% the patient's fill volume of 2002ml. It was noted that the patient does typically perform a manual fill prior to their treatment on the cycler and that the patient uses drain zero to drain out the manual fill. Upon discovery of the iipv event, the technical support representative advised the peritoneal dialysis registered nurse to discontinue use of the cycler. The patient had manual supplies to continue their treatment without the cycler. Follow up with the peritoneal dialysis registered nurse verified that the patient did not experience any injuries or require medical intervention as a result of the iipv event. The patient did experience some symptoms of fullness which were alleviated following a drain cycle. The patient has since received a replacement cycler and has continue with treatment without complication. Additional information was requested but is unavailable.